Event description:
Patient called to report, right side. "Middle side upper/lower, quadrant skin discoloration". Later, healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening striated assessed, as to surgical damage. Visibility/palpability: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease flat observed, in the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report right-side "middle side upper/lower quadrant skin discoloration". Later, healthcare professional reported right side rupture. Device has been explanted.